Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant was found stretched with polypropylene filament intact and still attached to the pushwire. The instant detacher was not returned as it was discarded. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The pushwire was found bent at several locations from the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. During evaluation an in-house instant detacher was used for detachment testing and implant coil was successfully detached from the pushwire on the first attempt. Without returned the instant detacher, any contributing factors for non-detachment from the instant detacher could not be assessed. The cause for the difficulty during detachment with the instant detacher could not be determined. The tack weld replacement (twr) crimps were found intact is evidence that the instant detacher failed to actuate the detachment mechanism (break the twr crimps). All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned and no procedural images were provided; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information.

Event description:
Medtronic received report of axium coil non-detachment during a procedure. The patient was undergoing coiling treatment of an aneurysm. The axium coil and accessory devices were prepared as indicated in the IFU. It was reported that during the procedure, the axium coil was advanced in the microcatheter, then deployed in aneurysm. When it came time for detachment, the coil would not detach. There were not any patient symptoms or complications associated with this event.